Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels ranged between 300 mg/dl and 400 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include vomiting and the presence of moderate ketones. In the ER, the pod was replaced and patient was treated with insulin intravenously, as well as zofran. The patient was released after spending 6-7 hours in the emergency room. The patient's blood glucose and insulin history are as follows: (B)(6).